Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3: device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 1900 mg/dl. Cause of bg level was not known. Customer administered a bolus via the pump to address the issue and went to the emergency room with small ketones. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged 8 days later with no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.